Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 of 3 of the pd treatment. The pd patient reported there was a hole on the drain line right below the drain window and fluid leaked from the hole right below the drain window on the drain line. There was no fluid in or on the cycler and treatment was cancelled. The patient discontinued treatment and was advised to contact his peritoneal dialysis registered nurse (pdrn) since treatment was not completed. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and did not complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 of 3 of the pd treatment. The pd patient reported there was a hole on the drain line right below the drain window and fluid leaked from the hole right below the drain window on the drain line. There was no fluid in or on the cycler and treatment was cancelled. The patient discontinued treatment and was advised to contact his peritoneal dialysis registered nurse (pdrn) since treatment was not completed. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and did not complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during drain 1 of 3 of the pd treatment. The pd patient reported there was a hole on the drain line right below the drain window and fluid leaked from the hole right below the drain window on the drain line. There was no fluid in or on the cycler and treatment was cancelled. The patient discontinued treatment and was advised to contact his peritoneal dialysis registered nurse (pdrn) since treatment was not completed. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and did not complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer.